Event description:
The surgeon placed the cs29 anvil in the proximal colon and pursestringed it in place. The surgeon advanced the shaft of the cs29 attached to the idrivec transanally and mated the anvil to the stapler using a hand assisted approach. The stapler was closed to firing range, indicated with slow flashing green lights, and upon pressing the fire button, the safety was released, indicated with fast flashing green lights and the fire key was depressed to fire the instrument. This was followed by slow blinking red lights. The battery was replaced with another battery, and the instrument was fired. The surgeon removed the instrument from the patient, and noted stool in the abdomen. He commented that the instrument cut, but did not appear to staple the anastomosis.

Manufacturer narrative:
During surgery, the cs29 was incorrectly re-calibrated by the user, which caused the underformed staples. When the idrive battery was replaced, the cs29 recalibrated with the anvil in tissue resulting in an incorrect tissue gap. The cs29 must be calibrated with the anvil and staple retainer, and cannot have any tissue or objects in the way.